Event description:
Customer reported an issue with the passport 2 monitor that may have caused the monitor to shut down, possibly resulting in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the monitor's main board. Completed functional and safety test.